Event description:
Cynosure received medwatch report # mw5153316 on 16 apr 2024 with patient reported experiencing bleeding and pain following monalisa touch treatments using smartxide2. Patient also reported experiencing burn with urination and pain during intercourse. Cynosure's clinical team investigated the event and determined it to be inconclusive. Treatment parameters were within recommended guidelines. The device was evaluated and found to be operating as intended within specification. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient sustained a permanent damage.